Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open box that contains 11 unopened race-pack and one open and unused race-pack. Analysis and results: there are no previous complaints of this code-batch. Manufactured (B)(4) units of this code-batch. There were 3 boxes ((B)(4) units) in stock that have been requested for analysis. Received one box of the reference-batch g2095958-117133 (premilene 2/0 (3) 90cm hs26) that contains 12 race-packs of the reference-batch 2090276-117235 (premilene 0 (3.5) 75 cm hs30). Products traceability has been checked and it has been determined that this mix-up took place at the moment of preparing the shipment in the warehouse. The operator took by mistake one box that contains premilene 0 product of the reference g2090276 and batch 117235, and was labeled as premilene 2/0, reference g2095958 and batch 117133. On the other hand, we have checked the three boxes received from stock and are correct, the product inside the three boxes matches with box labeling (premilene 2/0 (3) 90cm hr26; ref. G2095958 and batch 117133). As no other complaints have been received and the three boxes reviewed from stock are correct, this is considered an isolated incident and accidental box. Final conclusion: taking into account that the box received does not fulfill the OEM specifications, it is concluded that the complaint is confirmed. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: spain. The client bought premilene 2/0 (3) 90cm hs26 (m) but they received another material: g2090276 premilene 0 (3,5) 75cm hs30 (m).